Event description:
It was reported that there was a separation between the female connector (dark blue tip) and the main body (pale blue part) of the minicap transfer set. This issue was observed during use of the device for peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was returned for evaluation. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. The returned sample was determined to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.